Event description:
When PICC line was assessed, catheter portion was still inserted in infant's arm and the hub was not attached. Pressure was applied to keep it from floating, line was immediately removed and length measured. The enter catheter was removed from infant's arm.